Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a tibial nail surgery on (B)(6) 2022, when the surgeon was trying to remove the olive-tipped guide wire, they ran into trouble. They had to remove the nail with the guide wire attached in the end, and they found the wire jammed with a small fragment of cortical bone at the tip. The peek insert was fragmenting and had migrated proximally by about a centimeter from its original position (the holes were no longer lined up or visible). This resulted in a new nail being inserted. Consequently, there was a delay in operative time. The procedure was completed successfully with no adverse effect to the patient. The surgeon commented that this problem had been encountered before with the expert nail, but with the advanced nail, it is easier to jam because the wire is a tighter fit due to the peek insert. If the peek insert is bent and broken then the nail cannot be salvaged to insert over the guide wire because the bent proximally advanced sleeve will persistently cause an obstruction to wire removal, unless there is an easy way to remove the peek sleeve and just use the standard locking holes as usual. No further information is available. This report involves one unk - guide/compression/k-wires: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown guide/compression/k-wires: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.